Event description:
A malfunction was reported on the pump following an x-ray, during which the customer had been advised that wearing the pump was acceptable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. In response, technical support decided to replace the pump and instructed the customer on using a backup insulin pump, shipping the new device, and returning the faulty one.